Event description:
Same event as MFR #: 2030404-2012-00269. It was reported during a left ventricular ablation procedure a pericardial puncture occurred causing a pericardial effusion. The physician placed an inquiry ep catheter in the cs for mapping. A therapy cool flex ablation catheter was placed in the left side of the heart and mapping was done with ensite velocity in the left atrium and the left ventricle. During the procedure there were unclear visualizations with navx and fluoroscopy. The physician had much difficulty with accuracy in mapping due to pt movement and decreased sedation. The ablation catheter and cables were exchanged without improvement noted. The cables and connections from the ensite velocity system amplifier and the genconnect were checked and a temporary improvement was observed. The issue seemed to be solved. Each time rf energy was applied a shift was observed. The ablation was continued but there was a drop in blood pressure. An echocardiogram confirmed a pericardial effusion. A pericardiocentesis was done and pt was stabilized. The pt went to surgery and an apical perforation was sutured. Status was listed as good post surgery.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. A DHR could not be done as the lot number was not provided. The root cause classification of the reported event is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.